Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : devices remain implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and (2) two vela suprarenal proximal extensions to treat an abdominal aortic aneurysm (aaa). During the initial implant procedure, a type ia endoleak was confirmed per angiography, and therefore another vela suprarenal was implanted, which resolved the endoleak. Approximately (2) years post initial implant, the patient was identified with a type iiib endoleak and aneurysm enlargement (to 8cm). The physician elected to implant another afx2 bifurcated stent graft to resolve the event. A non-device-related type ii endoleak remained and the secondary intervention was completed without further treatment. Clinical assessment additionally identified a stent fracture during an internal review. Reference MFR. Report # 2031527-2021-00214 for this previous event. Approximately one and a half (1.5) months post secondary procedure, the patient presented with blood flowing into the aneurysm from the site of the previous type iiib endoleak as detected per ultrasonography. A type iiia endoleak (between the bifurcated stent grafts) was identified with a "gap" (complete component separation). As the physician was concerned about an impending rupture, a tertiary intervention was performed in which an excluder (non-endologix) device was added between the afx2 bifurcated stent grafts. The endoleak was successfully resolved, and the patient reportedly in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.